Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. The initial result was not reported to the physician(s). The sample was reprocessed on an original system. The repeat result recovered higher than the initial result and was considered correct. There are no known reports of adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. Calibration and quality control (qc) were valid at the time the sample was run. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, noted that the correction factor was little high, found the system with integrated multisensor technology (imt) de-configured, performed reconfiguration of imt assembly, placed system into diagnostics, began total server (tsv), found air bubbles within the fluidic lines of both the standard a and b consumables, primed consumables, performed sampler alignment check to imt port, found vertical alignment high, adjusted, confirmed probe tip cycles were within ranges, performed sampler pump titration tests 3 times, found small pump steady, performed lubrication of pump screw motor and checked/adjusted gapping as needed on syringes, began testing of imt dilution pump syringe, performed replacement and lubrication of rotary valve gasket, checked and confirmed syringe gapping for dilution pump, primed system 10 times to purge all pumps and fluidics upon completion of pump panel overview, replaced salt bridge solution, primed 6 times, reviewed imt consumables tab, found standard b lot was incorrect, replaced standard b, primed 6 times, replaced imt sensor, inspected imt tower, performed imt pump flow rate, performed adjustments and repeated pump flow rate stability, performed imt dilution check and conditioning, and performed qc. Siemens is evaluating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2025-00184 on 24-dec-2025. Additional information (05-jan-2026): the customer provided additional sodium (na) results obtained on affected patient sample to siemens. Sections b5 and b6 were updated to reflect the additional information. The customer stated that the system generated multiple errors such as the integrated multisensor technology (imt) errors, sample arm error, patient sample inaccuracy error and sample probe misposition errors. In addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) found some wet under rotary valve, replaced seal and imt port, performed alignments, adjusted the sample probe to imt port alignment, performed sampler cycle, primed and ran quality control (qc), which recovered within acceptable limits. Siemens further evaluated the event and determined that malfunctioned imt port and the fluid flow issues in the imt system potentially contributed to a falsely depressed na result. The instrument is performing according to specifications. No further evaluation of this device is required. The component code, investigation findings and investigation conclusions codes in section h6 were updated to reflect the additional information.

Event description:
The customer provided additional sodium (na) results obtained on affected patient sample to siemens. This sample was repeated on the original system for troubleshooting purpose.